Event description:
A medtronic rep reported that the system computer is sometimes unresponsive. This was identified outside the surgical arena. There was no pt present.

Manufacturer narrative:
No pt present. RMA issued. Eval of returned computer found initial boot successful. During the course of investigation the system exited and cranial application when the re-load tools button was clicked. Attempts to recreate the condition were unsuccessful. The system past all further diagnostic tests. Replacement part was shipped to site.